Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away due to cardiac arrest. After the patient was extubated, they were being prepared to be moved from the procedure room. At this time, they started having breathing issues and the anesthesiologist started to manually breath for them before reintubating the patient. The EKG showed the patient was bradycardic and their heart rate was 20 - 30 beats per minute. A code was called but ultimately the patient passed away. The cause of death was determined to be cardiac arrest, but the physician stated there was no evidence of an effusion or clot and does not believe the death was related to the pfa procedure or the catheter. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that physicians attempted to place pacer wires into the patient, but the patient went into ventricular fibrillation before passing away.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away due to cardiac arrest. After the patient was extubated, they were being prepared to be moved from the procedure room. At this time, they started having breathing issues and the anesthesiologist started to manually breath for them before reintubating the patient. The EKG showed the patient was bradycardic and their heart rate was 20 - 30 beats per minute. A code was called but ultimately the patient passed away. The cause of death was determined to be cardiac arrest, but the physician stated there was no evidence of an effusion or clot and does not believe the death was related to the pfa procedure or the catheter. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.